Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Customer alleged that the insulin pump was over delivering insulin. Blood glucose was 10 mg/dl at the time of hospitalization. Customer stated they were brought to emergency medical service due to pneumonia and shortness of breath. Customer had been using the insulin pump within 48 hours of low blood glucose event. Customer was not using the insulin pump on auto mode. The insulin pump and reservoir will be returned for analysis.